Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure as the "lock is loose." This event occurred once with two separate lots. The following information was provided by the initial reporter. The customer stated: the lock is loosening and the risk of accident is high.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1292938, medical device expiration date: 2026-10-31, device manufacture date: 2021-10-19. Medical device lot #: 1287397, medical device expiration date: 2026-10-31, device manufacture date: 2021-10-14. Initial reporter phone: (B)(6); initial reporter fax: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure as the "lock is loose." This event occurred once with two separate lots. The following information was provided by the initial reporter. The customer stated: the lock is loosening and the risk of accident is high.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose eclipse shield with the incident lot was not observed. Additionally, 60 retention samples (30 from each reported lot number) from bd inventory were evaluated by visual examination and no issues were observed relating to loose eclipse shield as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose eclipse shield. Bd was not able to identify a root cause for the indicated failure mode.